Event description:
The pt experienced a lock of therapeutic effect. In 2008, the pump pocket was opened and a small puncture, approx 12 cm away from the pump connector, was found; the catheter was leaking. The hcp revised the broken section. There was no pt injury. The pt was doing well. The pump was used to deliver baclofen.

Manufacturer narrative:
Catheter.